Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the surgical scope cap was not on when reprocessed. The tip blew up and insulation was damaged. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the device, which one-way valve of venting connector not functioned, was sterilized. The bending section cover may have been burst in decompression process of the sterilizer. The event can be detected/prevented by following the instructions for use which state: IFU warns on improper reprocessing as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. IFU instructs to attach eog-cap in the following chapter. 7.8 sterilization, ethylene oxide gas sterilization olympus will continue to monitor field performance for this device.